Manufacturer narrative:
This report is submitted on october 26, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth and irritation over the abutment and was treated with topical antibiotics and steroids (specific date and duration not reported). The abutment is removed (date not reported) and the implanted device remains.